Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue showing 3 units instead of an expected 90 units. There was no adverse impact to the customer¿s blood glucose level. The caller completed necessary steps, including using room temperature insulin and not overfilling the cartridge, and was guided through filling and loading a new cartridge by a customer support representative. Despite these efforts, a discrepancy remained between the displayed and expected fill estimates, and the case was escalated for further assistance.